Event description:
It was reported that the patient's pump therapy was "not optimal" and subsequently the patient's catheter was replaced. The outcome of the patient was "no injury". The medication being delivered via the device system was compounded baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).